Event description:
A customer reported to olympus, the thunderbeat jaw melted (tissue pad) while activating the device. The event occurred at the beginning of laparoscopic nephrectomy. There was a procedural delay of about 10 minutes while changing to a new device. The procedure was completed successfully with the replacement device. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device will not be returned to olympus for evaluation, due to being discarded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was discarded and a lot number could not be identified. As a result, a manufacturing date (h4) could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the peeling of the tissue pad occurred due to the following mechanism. 1) the tissue pad was worn and partly peeled off because the seal & cut output was performed without gripping anything (including after the tissue was cut). The following are the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". Olympus will continue to monitor field performance for this device.